Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected.

Event description:
It was reported that there were sparks in the cavity of the device. There was no patient involved.

Event description:
It was reported that there were sparks in the cavity of the device. There was no patient involved.